Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic after hearing the device beeping for two weeks. The pace/sense right ventricular lead had increased and high impedance. All therapies were turned off in order to prevent inappropriate shocks. A lead fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.